Event description:
Customer reported that he had unexplained low blood glucose event. Customer stated that he was taken to the emergency room and was hospitalized. Customer stated that he was having issues with the sensor accuracy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84932.